Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment was reported that a ¿minor blood leak¿ alarm appeared on the screen of the patient¿s machine and saw a single drop of blood at the bottom part of the dialyzer. The treatment was stopped and immediately notified bio medical technicians (bmts) and facility administrator (fa). Instructions were provided to not return the patient¿s blood, discard the extracorporeal circuit, change the dialysis machine and set up a new circuit. The fa approached the patient and explained the plan of care. A test strip for blood leak was use and a sample was obtained from the hansen connector which tested positive. Estimated blood loss of approximately 150ml noted. It was reported the patient had no complaints of discomfort, and treatment resumed without issue. Additional information was requested however, was reported to be unavailable.